Manufacturer narrative:
The following device was added to this report after submission of the initial report: cat. No.: 18-36-5 delta c-taper head 36mm -5, lot code: 43264802. An event regarding infection involving a securfit stem was reported. The event was not confirmed.

Event description:
Prostheses removed due to patient infection. Discovered by blood and culture testing.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Prostheses removed due to patient infection. Discovered by blood and culture testing.